Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported the procedure was to treat an arterial extravation in a branch off of the left common femoral artery. The 3.50x16mm graftmaster stent was implanted. A coil was additionally implanted to seal the perforation. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use IFU, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6: medical device problem code 1494 clarifier- incorrect anatomy manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat an arterial extravation in a branch off of the left common femoral artery. The 3.50x16mm graftmaster stent was implanted. A coil was additionally implanted to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.